Event description:
Customer reported experiencing a needle break off while using an insulin syringe. Went to the emergency room where the attending physician made a cut to try to remove it. Could not find the needle.